Event description:
Allegedly the patient had late infection causing loosening of the acetabulum. Possible metal reaction.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a was not received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00134, 00135, 00136.please be advised: in error, this report was sent to the esg test account rather than the esg production account. (B) (4). I am sending this to the production account to correct this error.

Manufacturer narrative:
Conclusion: product did not contribute to event.complaint history reviewed. Device history record reviewed.evidence that product in spec when used. Use of device could not be determined.

Event description:
Allegedly the patient had late infection causing loosening of the acetabulum. Possible metal reaction.